Manufacturer narrative:
Based on the available information, there was no allegation of a device malfunction involving the heartstart mrx defibrillator. The customer confirmed this case was created using this devices serial number by mistake. The source case has since been canceled. Therefore, we are considering this case to be non-reportable since there was no death or serious injury reported, and there was no device malfunction.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the phrase "incompatible rack" appears. Additional information has been requested. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.